Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 7278 implantable cardioverter defibrillator (ICD)  implanted: 2007-(B)(6), explanted: 2013-(B)(6); product ID 6949 implantable tachy lead implanted: 2007-(B)(6), explanted: 2013-(B)(6). (B)(4).

Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Event description:
It was reported the patient is septic. It was also reported the implantable tachy lead had a fracture. The device and leads were removed and replaced on a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.